Manufacturer narrative:
The hill-rom technician found the right foot brake caster inoperable and would not go into brake function. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance no this bed. The technician replaced the right foot brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the right foot brake caster not holding. The bed was located at the account. There was no pt/user injury reported. (B)(4).